Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 200 mg/dl. There was no impact to the customer's blood glucose level. It was indicated that the customer did not have alternate insulin therapy available at the time of the event. The customer stated that alternate insulin therapy would be obtained from the health care provider.